Event description:
This rv lead was implanted on (B)(6) 2005 and was capped or abandoned on (B)(6) 2018. A product experience report was received on (B)(6) 2018 stating that this lead exhibited high pacing threshold. It was also noted that the patient felt diaphragm stimulation at higher outputs to provide appropriate safety margins. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).